Manufacturer narrative:
The customer does not have sample to return for investigation testing. 4_cell and ab_ID testing were performed on an in-house galileo with retention capture-r ready-screen (4,) capture-r ready-ID, lot id082 and capture-r indicator red cells using in-house donor samples. No expected positive or equivocal results were observed. All in-house donor samples were nonreactive as expected. 2_cell screen testing was also performed on an in-house galileo with retention capture-r ready-screen (I and ii), lot x185 and capture-r indicator red cells, lot 221996 using in-house donor samples. All in-house donor samples were nonreactive as expected.

Event description:
Customer reported 2 patient samples tested positive with 2_cell screen, but negative with abid assay on galileo using crrid test wells. A negative dat was present for each sample.